Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 15 mg/dl resulting in loss of consciousness, a fall, and bruises. Suspected cause was due to control iq software was not turned on, therefore the pump was unable to adjust or suspend insulin deliveries. Customer received assistance from paramedics and was treated with an unspecified intravenous fluid and a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.